Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced occlusion issue at the infusion set site within three hours of insertion. The infusion set was inserted at abdomen. No further information available.